Event description:
It was observed that the device had an illuminated service indication, had logged multiple event codes, and failed to charge or deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to use.